Manufacturer narrative:
Patient ID corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue caused a less than one-hour surgical delay.

Manufacturer narrative:
Product analysis # (B)(4): (B)(6) / (B)(6) 2019 / auto created from work order (B)(4) / status updated from in process to completed date completed updated from null to (B)(6) 2019. Hardware updated from null to fail. Hardware failure updated from null to axiem. Communication; axiem. Emitter software updated from null to pass. Instruments updated from null to pass. Visually inspected parts prior to install updated from null to fail. Resolution of visual inspection failure updated from null to emitter. Intermittently working 2nd port on axiem box not functioning is visual. Inspection failure resolved? Updated from null to yes. General summary of failure(s) updated from null to emitter. Intermittently working 2nd port on axiem box not functioning is general. Failure resolved? Updated from null to yes. Does the system perform as intended? Updated from null to no. Were hardware parts replaced? Updated from null to yes. Action/resolution updated from null to replaced emitter axiem box. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was working intermittently and the 2nd port was not functioning. The emitter was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The rep indicated that the system became unresponsive during a case. The rep indicated that they had successfully registered and were in navigation when the system became unresponsive. The issue occurred at the end of the case and they continued without navigation. The rep indicated that they were contacted after the case so no troubleshooting was performed. There was no change in patient outcome due to this issue.

Manufacturer narrative:
The emitter and electromagnetic interface box for the navigation system were returned to the manufacturer for evaluation. Testing found that the components both operated as designed and the reported issue could not be replicated. A software analysis was conducted. The analysis found that the software of the navigation system functioned as designed with the information provided. If information is provided in the future, a supplemental report will be issued.